Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. Requests for details of the material rupture were made, but the complainant was unable to provide further patient, product or procedural details. Note, the lutonix 035 drug coated balloon pta catheter is indicated for percutaneous transluminal angioplasty (pta), after pre-dilatation of de novo or restenotic lesions up to 150 mm in length in the native superficial femoral or popliteal arteries with reference vessel diameters of 4-7 mm. These lutonix dcb's were used to treat a stented lesion. Thus, a definitive root cause could not be determined based upon the available information. It is unknown whether the patient and/or procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a physician presentation reviewed by lutonix marketing that a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured while treating the target lesion in the popliteal artery. The health care professional (hcp) used an lipslateral approach to the popliteal artery. The vessel was calcified and tortuous. The type of material rupture is unknown. The lutonix dcb was inflated in a cordis smartflex 6mm stent. The balloon was removed entirely and discarded by the user facility. The hcp opinion is unknown of what caused the material rupture. No adverse patient effects were reported.